Manufacturer narrative:
D4: primary unique device identification (UDI) number (B)(4). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed, the following observations were made, the 23mm valve was under expanded with mid valve of 21mm. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on medical record. The most recent transthoracic echocardiogram (tte) showed an aortic valve mean gradient of 22mmhg and an aortic valve area vti of 0.6 cm2. Available information suggests that patient factors (diabetes, ckd) and/or procedural factors (under expanded thv) likely contributed to the event as the patient had medical history of diabetes and chronic kidney disease. Calcification has been shown to occur at accelerated rates in patients with renal failure. Patients with ckd (chronic kidney disease) undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. Additionally, patients with mitral annulus calcification are on average older than those without calcification; however, mitral annulus calcification has been detected with increased frequency at younger ages in patients with uremia. The duration of dialysis also plays a major role in the development of calcification. The presence of coronary artery calcification in the dialysis population can result in increased gradient or stenosis. In addition, when the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs) approximately 1 year, 10 months and 24 days post transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve, the valve failed. Per medical records the progress note states the patient was recently hospitalized for fluid overload around the heart and shortness of breath. Prior to her most recent admission, she experienced a 15-pound weight gain over a few weeks, attributed to fluid retention and stress. Acute congestive heart failure exacerbation was diagnosed, and 15 pounds of fluid were lost during hospitalization with diuretic therapy. She reports no chest pain but does experience pressure or discomfort around the heart upon waking, which she associates with allergies and low morning oxygen levels. The most recent transthoracic echocardiogram (tte) showed an aortic valve mean gradient of 22mmhg and an aortic valve area vti of 0.6 cm2.